Event description:
It was reported by service report that the brakes are unable ot be engaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: connecting link, horn weldment, big wheel cam assembly.